Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states, at some point she had drive lockout while she was transferring into the chair. End user states, at some point she also jammed the joystick underneath a desk. End user states at times it does not go fast enough sometimes, and sometimes it takes off on it's own.